Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). This patient presented to a local hospital emergency room (ER) on (B)(6) 2023 with abdominal pain and vomiting. The patient was in town on a temporary work assignment and normally a davita patient back home (record history shows this patient uses fresenius products). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn on (B)(6) 2023. The patient¿s white blood cell count was 10.1 (unknown units). The culture resulted positive for klebsiella oxytoca complex. The patient was initiated on antibiotic therapy with intraperitoneal (ip) tazicef/ceftaz 2g daily for two weeks. The patient was discharged on (B)(6) 2023 and was admitted to (B)(6) clinic while in the area on temporary work assignment. The clinic taught the patient antibiotic preparation and administration. The suspected cause of the peritonitis event is touch contamination or lack of aseptic technique; however, this is not confirmed. The patient is continuing ccpd at night and utilizing capd (manuals) during the day with icodextrin.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is touch contamination or lack of aseptic technique by the patient. This is supported by the culture results of klebsiella oxytoca complex, bacteria that are naturally found in the intestinal tract, mouth, and nose and opportunistic in persons with compromised immune systems. (Suzanne falck, 2017) based on the available information and no evidence or allegation of a malfunction, defect or deficiency, the liberty select cycler with liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
On 13/dec/2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). This patient presented to a local hospital emergency room (ER) on (B)(6) 2023 with abdominal pain and vomiting. The patient was in town on a temporary work assignment and normally a davita patient back home (record history shows this patient uses fresenius products). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn on (B)(6) 2023. The patient¿s white blood cell count was 10.1 (unknown units). The culture resulted positive for klebsiella oxytoca complex. The patient was initiated on antibiotic therapy with intraperitoneal (ip) tazicef/ceftaz 2g daily for two weeks. The patient was discharged on (B)(6) 2023 and was admitted to (B)(6) clinic while in the area on temporary work assignment. The clinic taught the patient antibiotic preparation and administration. The suspected cause of the peritonitis event is touch contamination or lack of aseptic technique; however, this is not confirmed. The patient is continuing ccpd at night and utilizing capd (manuals) during the day with icodextrin.